Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip jaws separated from heating element. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tip jaws separated from heating element. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Charred tissue and blood were observed on the jaws. The silicone insulation was peeling at the center of the cold jaw support. The heater wire was bent with detachment at the tip of the hot jaw. The wire remained in place at the base of the jaws. No other failures were observed. Based on the returned condition of the device the reported failure mode ¿peeled; jaw¿ and analyzed failure ¿material twisted/bent; wire¿ were confirmed. Specific actions for the reported failure mode ¿peeled; jaw¿ and analyzed failure ¿material twisted/bent; wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.